Event description:
It was reported that pump has downstream occlusion issues and occlusion alarm, the event occurred during setup. There was no patient involvement and no patient harm.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump has downstream occlusion (dso) issues and occlusion alarm" was not replicated/duplicated and the probable cause was unknown. The device passes all tests including the dso tests". Three dso tests were performed, and all were within specification. Based on the review of complaints it was determined that a previous repair for ¿the device had a known occlusion alarm¿ on an unidentified date was related to the current complaint.